Manufacturer narrative:
Possible batches involved: 721153 or 720036. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client (veterinarian) reported that during a spay surgery, linea alba suture broke in the middle of the incision 5-7 days after surgery leading to an abdominal hernia in a 1 year-old dog. A re-operation was needed. All medwatch submissions related to this report are: 3003639970-2022-00154, 3003639970-2022-00156. No more information has been provided.

Manufacturer narrative:
Analysis and results: the batch number involved in each case is unknown. The two suspect batch numbers are 721153 and 720036. There are no previous complaints for either of them. We have received these three different cases from the same customer for these code-batches regarding the same problem. We manufactured and distributed in the market (B)(4) units of each batch. There are no units in b. Braun surgical's warehouse of either of them. We have received three closed samples of each batch to analyze the three cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): for batch 721153: 5.27 kgf in average and 5.18 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum). For batch 720036: 5.43 kgf in average and 5.10 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are: batch 721153: 3.12 kgf in average and 2.92 kgf in minimum. B. Braun surgical requirement is 2.07 kgf in minimum. Batch 720036: 3.84 kgf in average and 3.65 kgf in minimum. B. Braun surgical requirement is 2.07 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing records, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. As stated in the precautions of instructions for use of the product: "users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn®, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used. When working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon." However, there are risks (side effects) associated to the use of novosyn® suture, which are mentioned in the instructions for use of the product: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the products comply with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.